Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231670e0, model: sc-2316-70e, serial: (B)(6), batch: 7084795/7084820.

Event description:
It was reported that the patient had a wet tap during the trial procedure and the case was aborted. The physician noted that it was not device related. The leads were discarded by the medical facility.